Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 14 atmospheres as per mustang specification with no leaks noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the marker bands identified no issues. A visual and tactile examination identified no issues with the shaft and tip of this device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 12.0 x 60, 75cm mustang was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon burst while inflating it inside the patient's body. The procedure was completed with another of same device. There were no complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit, g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 12.0 x 60, 75cm mustang was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon burst while inflating it inside the patient's body. The procedure was completed with another of same device. There were no complications as a result of this event, and the patient was stable post-procedure.